Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient needs MRI and his device has been off for about 2-3 months and it isn't helping like it should, said patient is still having incontinence. Caller said that they have changed programs several times both by themselves and at healthcare provider (hcp) office. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as caller was not calling for that issue, just mentioned when asked about MRI guidelines. The patient was redirected to their healthcare provider to further address the issue.